Event description:
It was reported that this insertable cardiac monitor (icm) eroded from the patient's body. The patient has an appointment schedule to implant their new icm. Boston scientific technical services referred the patient to the clinic for unenrollment from latitude clarity. The icm is no longer in service, and a new device is expected to be implanted. No additional adverse patient effects were reported.